Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. Reportedly, for the past event the user was able to load a new cartridge and resume insulin delivery. The user's blood glucose (bg) level was not impacted for the past event; however, the user did not know their bg level for the current event. It was confirmed the user has alternate insulin therapy available.